Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.